Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant with 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the operator experienced difficulty advancing the delivery sheath through the femoral vein. The delivery sheath was removed from the patient and it was noticed the sheath was split. A replacement delivery sheath was prepared and the 22mm amulet was successfully implanted. There was no report of any adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
An event of the sheath getting stuck while advancing it inside the patient and the dilator tip being split upon removal of the device from the patient was reported. The investigation confirmed that the tip of the dilator was split. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications prior to release. The damage was consistent with having occurred from the guidewire while advancing the sheath and dilator over it.